Event description:
It was reported that after deployment of the stent (subject device) at the target site, the stent got foreshortened distally and prolapsed into the aneurysm. The physician used another stent to telescope the subject device and the procedure was completed. No further information is available.

Event description:
It was reported that after deployment of the stent (subject device) at the target site, the stent got foreshortened distally and prolapsed into the aneurysm. The physician used another stent to telescope the subject device and the procedure was completed. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was not tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. There was patient involvement. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent dislodged/migrated¿ and ¿stent deformed¿.

Event description:
It was reported that after deployment of the stent (subject device) at the target site, the stent got foreshortened distally and prolapsed into the aneurysm. The physician used another stent to telescope the subject device and the procedure was completed. No further information is available.

Manufacturer narrative:
D9: product available to stryker - updated. D9: returned to manufacturer on ¿ updated. H3: device evaluated by mfg ¿ updated. H6: type of investigation - method code grid - updated. H6: investigation findings - results code grid - updated. H6: investigation conclusions - conclusion code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, only stent delivery wire (sdw) was returned in the dispenser hoop. The sdw was removed from the dispenser hoop. The sdw was kinked throughout the entire delivery wire. The introducer sheath and stent were not returned. A functional evaluation could not be performed as the stent was not returned. The reported event of ¿stent deformed & stent dislodged/migrated¿ could not be confirmed as the stent was not returned, however the results of the analysis are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was not tortuous. Other devices used in the procedure in conjunction with the subject device and a microcatheter". There was patient involvement. As per the event description "as per the physician device was not opening in the bend and device got deployed after multiple attempts, and device got deployed after multiple attempts. Post procedure device got foreshortened distally and prolapsed into the aneurysm". The sdw only was returned in the dispenser hoop. The sdw was removed from the dispenser hoop. The sdw was kinked throughout the entire delivery wire. The introducer sheath and stent were not returned. It is most likley that the event occurred due to the patient¿s anatomy. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported event of ¿stent dislodged/migrated¿ and ¿stent deformed¿¿ in addition to the analyzed event of ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.